Event description:
It was reported that when placing the 10fr tube in the patient¿s stomach, the tip popped off and was left in the patient. There was no reported injury. Additional information received on (B)(6) 2022 reported that no medical intervention had been preformed on the patient. There was no reported injury. Additional information received on (B)(6) 2022 reported that the patient was stable with no issues.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the bolus tip was not present (the component was not included in the bag). The sample was cleaned and disinfected and examined in a well-lit area: the tubing appeared clean, with no discoloration and no obvious tears, cuts or holes; the enfit 2-port y-connector was securely attached, with no visible damage. The distal end of the tubing was then examined under magnification: there was visible adhesive residue, however, the coverage appeared uneven. At the widest point, it measured 4mm from the end, at the most-narrow point, it measured 1mm from the end. The end of the tubing appeared even and smooth, with no tears or cuts. The reported event could be confirmed as reported. Root cause is traced to manufacturing. The device history record for lot 30167346 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.